Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they had a patient with a device at end of service (eos) that they could still run impedances on. The rep stated the patient had a monopolar pair at 3,600 ohms.